Manufacturer narrative:
Visual inspection under 30x magnification indicates no "j" wire discrepancies. X-ray of lead confirms no "j" stiffener wire discrepancies.

Event description:
Device analysis is provided.